Manufacturer narrative:
Product analysis: there was excessive damage on the distal tip of the device. The first proximal segment of the stent was positioned over the proximal marker band. The proximal pillow balloon folds were open and disturbed. There was severe bunching evident on the guidewire lumen proximal to the proximal marker. There was no damage evident to the guidewire entry port. (B)(4).

Event description:
The physician intended to use a resolute onyx device. The device was removed from packaging per IFU and inspected with no issues noted. The intended lesion was in the rca and had moderate calcification. It is reported that the device failed to cross and was unable to follow the non-medtronic guidewire. A lot of effort was applied to insert the device into the lesion, including deep vessel intubation of the guiding catheter with good support (amplatz left 2 for right coronary artery). Resistance for stent movement was found in the proximal part of the coronary artery far before the lesion intended to treatment. Flushing of the guide wire is a standard procedure before the insertion of every device. The device was returned to the manufacturing facility and, through analysis of the returned device, the first proximal segment of the stent was positioned over the proximal marker band i.e was displaced. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.